Manufacturer narrative:
The insulin pump was received with flashing white lcd with audio/beeps due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to flashing white lcd. The pump was received with cracked lcd glass at right bottom corner of screen. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, slightly stained serial number label and peeling endcap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 7.2 mmol/l at the time of the incident. The customer stated that the pump was bumped on the pool table and the screen went white and alarmed. The product was returned for analysis.